Event description:
It was reported that pump screen was cracked and shattered while customer was playing a sport, which made touchscreen unresponsive and illegible. The BG value was not provided. Customer went to emergency room, received saline and insulin through IV, and no permanent injury identified. Issue was resolved with treatment in emergency room, and since pump was out of warranty, pump was not replaced by company and customer planned to speak with healthcare provider and diabetes clinic about obtaining new pump and using multiple daily injections in the meantime.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.